Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that 4-6 weeks after implant patient incision/wound open up and the health care professional had to go back in and repositioned the ins because it was not healing. Caller states everything is fine now. No further complications were reported or anticipated.